Event description:
The customer reported the forceps elevator wire (k-wire) of the subject device was broken. The reported issue occurred when preparing the subject device for use in an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There was no delay in the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the inside of the light guide (lg) lens was dirty. This report is being submitted for the malfunction found during evaluation of the device.

Manufacturer narrative:
During inspection and testing, service also found the bending angle in the up direction was out of specification due to wear of the angulation wire, there was a leakage due to deformation of the forceps lever, the forceps elevator angle was out of specification due to the broken k-wire, the guide wire angle was out of specification due to the broken k-wire, the adhesive on the charge-coupled device cover lens was broken, the light guide lens was worn, the adhesive on the bending rubber was broken, the connecting tube was wrinkled, switch button #1 was worn, and the electrical connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress/ chemical stress/ inappropriate reprocessing and storage environment, which caused dirt (foreign material) invaded light guide (lg) lens / objective (ob)-lens. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope-important information ¿ please read before use: ¿warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ ¿the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿ olympus will continue to monitor field performance for this device.